Manufacturer narrative:
C503 analyzer a serial number was (B)(6). The serial number for c503 analyzer b was not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gamma-glutamyltransferase (ggt) on two cobas c 503 analytical units. The initial result was 91.4 ui/l on c503 analyzer a. The sample was repeated on c503 analyzer a with results of 55.6 ui/l, 57 ui/l, and 66 ui/l. The sample was repeated on c503 analyzer b with a result of 91.4 ui/l accompanied by an invalidating data flag. The repeat results on c503 analyzer b were 91.4 ui/l and 56 ui/l. The results close to 56 ui/l were believed to be correct. Another sample from the patient was repeated 5 times with results of 51 ui/l and 52 ui/l.

Manufacturer narrative:
Calibration was acceptable. The customer stated qc was acceptable. Multiple "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data. The analyzer was inspected and crystallization of basic wash solution was observed around a manifold (likely from a previous leak in (B)(6) 2024; no current leaks were observed). Sample and reagent probes were replaced and adjusted, and the ultrasonic mixer height and water supply were adjusted. Instrument performance testing was acceptable. The specific cause of the event could not be determined; however, the investigation determined the event was consistent with a preanalytical handling issue.